Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3887-45, lot# v578934, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3887-45, lot# v233316, implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; (B)(4).

Event description:
Additional information received reported that the patient developed an epidural abscess with no neurological deficit. The reporter stated that it was followed by infectious disease and cultures were done. Four days later, it was reported that the results of the culture showed no infection. The reporter stated that there was spontaneous epidural hematoma three weeks after the implant. It was noted that supportive care was provided as a treatment. It was reported that the patient's back pain secondary to hematoma resolved without surgical intervention.

Event description:
It was reported that the device was explanted due to an infection. The outcome of the patient was unknown. Additional information was requested and will be addressed in a supplemental report.